Event description:
Patient with a unicondylar knee implant developed an infection. Revision surgery is planned to exchange the poly insert.

Manufacturer narrative:
Patient with a unicondylar knee implant developed an infection. Revision surgery is planned to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.